Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs performed significant troubleshooting including the replacement of the ict module. A review of the (B)(6)service history found no additional likely causes and no additional reports of inconsistent or erratic results have been received since fs addressed the issue. A review of historical data for the ict module revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed that the calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit and found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Labeling was reviewed and contains adequate information on maintenance and troubleshooting of erratic results. No product deficiency was identified.

Event description:
Additional patient values provided 01apr2020: sid (B)(6) = 8.8 mmol/l, another analyzer = 4.8 mmol/l; sid (B)(6) = 8.7 mmol/l, another analyzer = 3.8 mmol/l; sid (B)(6) = 9.1 mmol/l, another analyzer = 4.3 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
B5: describe event: additional patient data provided on 01apr2020 section a1 patient identifier: additional sid's: : (B)(6).

Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated potassium (k) results generated on the architect c16000 analyzer on multiple patients. Results provided: 7.2 mmol/l, repeated on another architect = 3.9 / 3.5 mmol/l; (B)(6) = 8.2 mmol/l, another architect = 4.1 mmol/l; (B)(6) = 8.9 / 4.8 mmol/l, another analyzer = 4.7 mmol/l; sid (B)(6) = 8.7 mmol/l, another architect = 4.3 mmol/l; sid (B)(6) = 7.9 mmol/l, another architect = 4.2 mmol/l. Normal range: (3.5-4.8 mmol/l). No impact to patient management was reported